Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer's blood glucose (bg) level was in the 400 mg/dl range, with trace to moderate amount of ketones. The customer's bg level was addressed with a bolus delivery via the pump. Reportedly, the customer was able to load a cartridge successfully and resumed insulin delivery.